Event description:
Description of event according to initial reporter: thrombosis is building up on the distal end of the alpha thoracic graft. An emergency procedure that was completed approximately 1 1/2 to 2 years ago (trauma-motor vehicle). Patient outcome: the patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Blank fields on this form indicate the information is unknown or unavailable. D4) catalog# is unknown but referred to as cook zenith alpha thoracic graft. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). H6: annex c: c0708 - blockage identified. Summary of investigational findings: a 20-year-old male patient underwent emergency thoracic endovascular repair (tevar) on (B)(6) 2020 where a zta-p-24-105-w was implanted to treat a trauma due to a motor vehicle accident. On 05may2023 it was reported that thrombosis is building up on the distal end of the alpha thoracic graft. Circumferential thrombus built up distal in the alpha thoracic graft. Concerned with narrowing in young patient. He started placid regimen 3 months ago and no change. Physician would like images reviewed and the conclusions they find. No evidence to suggest that the product was not manufactured according to specifications. Computer tomography (CT) imaging is provided for the investigation and an imaging review is performed by an imaging expert. The imaging expert confirms the following "at 14 months, there is mural thrombus along the distal segment of the zta graft. The thrombus burden increases with web-like appearance by 31 months." The following is the imaging experts findings: arch aortogram shows patent arch vessels. There is a focal disruption of the proximal descending thoracic artery (ta) distal to the left subclavian artery (lsa), likely representing an aortic transection. The mid to distal thoracic artery (ta) appears intact and patent. Based on rough calibration from the marker catheter, the disruption is about 10 mm distal to the left subclavian artery (lsa) and about 40 mm in length. The cross diameter of the mid descending thoracic artery (ta) is about 15 mm. The zta (24 x 105 mm) graft is deployed just distal to the left subclavian artery, covering the disrupted segment. The mid segment of the zta graft appears dilated (disrupted segment) then narrows again at the distal segment" and "the 2-month postop CT, dated 11dec2020, is reviewed. The mid graft dilates focally at the 2nd-3rd stent segments to a diameter of 25 mm. The distal graft then narrows to a diameter of 19 mm and seals in the mid descending thoracic artery" and "the 28-month postop CT, dated 02feb2023, is reviewed. The proximal graft position is stable. The dilated mid segment of the graft is unchanged with a maximum diameter of 25 mm. The distal graft narrows to 18 to 19 mm. There is increased mural thrombus along this distal segment with a web-like component extending to the distal graft edge. The native thoracic artery just distal to the graft remains patent with a diameter of 17 m." Based on these findings the imaging reviewers impression is "the thrombus formation is limited to the distal graft from the point of diameter narrowing to the distal graft edge. It is most likely due to non-laminar, turbulent flow along this segment of the graft due to the significant caliber change. The zta graft is also likely oversized for this aortic anatomy, although preop imaging would be needed to confirm this. On the angiography procedure, the mid descending thoracic artery is estimated to be about 15 mm. On the postop imaging, the mid descending thoracic artery just distal to the graft is about 17 mm in diameter. The 24-mm graft is oversized based on these measurements, and this could be a contributing factor to the distal thrombus formation." According to the instruction for use the proximal and distal fixation sites should have diameter measured outer-wall-to-outer-wall of no greater than 42 mm and no less than 20 mm. Based on the imaging review oversizing in relation to patient anatomy could be a contributing factor for the formation of thrombosis. In addition it is reported that the device was used to treat a blunt traumatic aortic injury (btai) and btai is not part of the intended use for this product. Per the instruction for use "risk of in-graft thrombus has been observed when the zenith alpha endovascular graft has been used to treat blunt thoracic aortic injuries. This risk may potentially be associated with excessive oversizing in the distal seal zone of the device." Cook will reopen the investigation if further information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.